Event description:
I am a 2 time breast cancer survivor. In 2015, I had a radical double mastectomy followed by reconstruction with mentor memory shape implants. I suffer from pain, rippling, burning, irregular EKG, chest palpitations, hair loss, skin changes, dry eyes, vision trouble, ear ringing, sinus congestion, new allergies to many things, diverticulitis, early menopause immediately after implants, weight loss, muscle loss, joint pain, skin sagging and wrinkly, anxiety, depression, brain fog, unexplained dizziness and falls, fatigue and sleepiness, filed for disability. I am returning to the hospital where they were put in and have a consultation to have them removed completely and safely. Ref report: mw5155030.